Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, after which malfunction did not recur, was advised to continue using pump and to call back if malfunction returned.